Event description:
The customer reported out of range normal control solution test results with test strips. On 8/1/96 in the late afternoon she opened a new box of test strips and performed two control tests. She obtained back to back control solution results of 13 and 17mg/dl with strips versus a normal control range of 119-179. The next morning she called the customer support line and, while on the phone with the rep, performed a third control test. The result was 22mg/dl. The customer stated that she opened the bottle of control solution on 8/1/96 and shook it vigorously before she applied the sample. Also with the rep, the customer obtained a check strip result of 76 versus a check strip range of 68-92. The desiccant is in the open bottle. Co evaluated customer's test strips on 8/19/96. Two bottles were returned to qa for evaluation. The returned bottles were opened by the customer and the date they had been opened was unspecified. Co confirmed customer's complaint of low controls from each bottle. The desiccant from both bottles was evaluated and results clearly indicated that the returned were not capable of protecting the strips against moisture.